Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported experiencing low vacuum and the unit was reading that the salt balanced solution bottle was empty before a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 17, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating that during a cataract procedure while in irrigation/aspiration mode, the vacuum pedal was all the way down but the reading was about half of what it should be. The procedure was completed with no harm to the patient.